Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, the pump was identified to be positioned against the mitral apparatus and was brought to the operating room for repositioning. The surgical pocket was reopened, the securing sutures were removed, and the pump was repositioned to the left ventricular apex. Following repositioning, a ¿high purge pressure¿ / purge system blocked alarm was observed. No purge line tubing kinks were identified, and the purge cassette was not replaced. Troubleshooting was performed by temporarily reducing the pump performance level and subsequently returning the device to the desired support level. The alarm condition resolved following this intervention. The device continued to provide support and was not removed due to the reported condition. At the time of this report, patient outcome remains pending and the patient status at explant has not yet been reported. No signs or symptoms of patient injury or patient harm were reported in association with this event.